Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not boot up. Rse worked along with customer to open the m and e cabinet. On opening the cabinets, it was observed that no light emitting diode (led) was powered on. The uninterruptible power supply (ups) was set to bypass; however, it did not result in any change. A philips field service engineer (fse) inspected the system on-site and identified that power distribution unit (pdu) fan tray was damaged. On further investigation, it was identified that the line l1 to ups was unavailable, and ups power control board was defective. The ups controller is positioned in the m-cabinet of the azurion system, and it is built in together with the ups battery pack in the m-cabinet. The fse replaced the pdu fan tray and ups controller to resolve the issue. The defective pdu (power distribution unit) fan tray and ups 1phase data integrity controller sp were returned to philips for further analysis. The analysis of ups 1phase data integrity controller sp showed electrical defect where it was found that the red led glowed which confirmed there was an error at alternating current (ac) power source and the defective pdu (power distribution unit) fan tray showed 24v power supply issue which led to defect in psu01 and psu04. Following the replacement, the ups was bridged, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion-system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.